Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 3 of 3. The patient disconnected to go to the rest room and then reconnected. Product surveillance contacted the patient on (B)(6) 2010. The patient stated she was advised to discard supplies and start with new ones as air got into the lines. The patient stated she notified her nurse of this event and has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. Labeling review finds the labeling adequate for the potential use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.